Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to e3, information was inadvertently not included on the previous supplemental medwatch. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the probe was broken at 15,9mm from the distal end site. Additionally, the rear end of the tissue pad was worn out; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b1, b2, b5, e1, e2, h1, and h6. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was additionally reported that the broken tip fell into the patient's abdomen. It was successfully retrieved with a forceps. The patient required additional anesthesia, but there was no impact to the patient due to this. The device had not been inspected prior to the procedure, and there were no alarms displayed. The settings for the thunderbeat were standard (seal and cut, 1, seal 3).

Manufacturer narrative:
Due diligence is being performed for this event. No additional information is available as yet. The device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, at the beginning of a diagnostic laparoscopic endometriosis cyst procedure, the thunderbeat device tip broke. Another thunderbeat device of the same model number had been used prior to this device. The first device had stopped working. The procedure was completed with a third device with a delay of 20 minutes. There is no harm or adverse impact to the patient. The doctor is a regular and extensive user of this device.